Event description:
The product is a devcie, but is assigned an "ndc"#. The "ndc"# is difficult to find on the carton. It is located where the patent numbers are listed adn can be easily mistaken for a patent number. It would be better if it were more prominent. Perhaps it could be relocated to appear in a corner. (Present sample is being dispensed to a pt).